Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and urge incontinence. It was reported that on tuesday (B)(6) 2025) they had a procedure and since then hasn't been able to connect to the implant, received message that communication has been lost. When asked, patient said that the last time connected to implant was about 3 days ago. Reviewed general use of handset and communicator. When caller attempted to connect received the message that device communication has been lost. Caller confirmed that communicator is powered on, unplugged and the handset battery level is at 55%. With instruction, the caller, the patient and patient's husband restarted the handset and reset the bluetooth on the handset. Caller then connected to the implanted neurostimulator and confirmed sees the therapy screen. The troubleshooting steps that were taken on the call resolved the issue.